Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. Zoll medical corporation evaluated the device and the device performed to specification. Review of the device activity logs shows occurrences that were related to the reported event. The reported event was with monitoring leads only. The device was capable of acquiring multiple 12 lead analysis throughout the case with periods of losing the signal. However, this is not an indication of device malfunction. The 12 lead cable used at the time of the evaluation was returned; evaluation found no faults which suggests poor coupling between monitoring leads and the patient. Analysis for reports of this type has not identified an increase in trend. This report was inadvertently submitted and reports of this nature are typically not submitted as there would be no potential for clinical impact.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device was unable to obtain an ECG signal via monitoring leads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device was unable to obtain an ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.